Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the pump did not charge. Customer¿s blood glucose value was 200 mg/dl. Subsequently, the pump shutdown. Upon being turned back on the pump began charging.